Event description:
Over the past 2 years, the implantable neurostimulator (ins) turned off on its own 2 times. The battery life looked fine and was not dead. The magnet/reed switch was turned off to disallow emi and magnetic energy to turn the ins on/off; it was thought that this would stop the ins from turning off. The patient was asked to keep track if the ins turned off again and to specifically note the environment in which it turned off. The patient outcome was reported as "fine, no problems".